Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid right coronary artery (mrca) with mild calcification and mild tortuosity. For pre-dilatation, the 2.75x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated. However, the balloon ruptured during the first inflation after 5 seconds at 10 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Rota and a new nc trek balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the mildly tortuous, mildly calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.